Manufacturer narrative:
(B)(4). Batch # m90x27. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the cystoscopic adrenalectomy, when cut the soft tissue, heard the solide alert sound, the titanium tip was broken off during procedure, noted bleeding, used electrode to stop bleeding,changed another one to complete surgery. The surgery delayed. No additional information can be provided.